Event description:
It was reported that during insertion of this guide for an acl procedure, the distal tip broke off in the surgical site. The tip was retrieved and the surgeon completed the procedure using a 6mm femoral guide. There was no patient injury or significant surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the instrument was received for evaluation without the detached distal tip. A visual examination found the breakage area jagged in appearance. The material hardness of this device was tested and found to meet specification. The cause of breakage was unable to be determined. Conmed linvatec will continue to monitor this device for failures. The IFU for this device provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Inspect instrument after use to ensure it has not been damaged.